Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect ipth reagent has generated elevated results on five patient samples. On patient #2, the initial result was 90.1 ng/ml. The sample was then sent to a reference lab and tested on the bayer immulite analyzer, and the result was 50.0 ng/ml. There was no adverse impact to patient management reported.